Event description:
Customer reportedly obtained results of 99mg/dl and 76mg/dl on the compact plus system while unresponsive. Customer was given food/drink to elevate her blood glucose. Customer was tested on a paramedic¿s device approx 20 mins later with a result of 40mg/dl. Customer received a dextrose IV and juice as treatment. Requested return of suspect system and replacement was sent.